Event description:
During a remote follow up, noise was noted on the right ventricular (rv) lead. The patient was stable. Further information has been requested but not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating that noise on the right ventricular (rv) lead resulted in oversensing.